Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that an alert triggered for high pacing impedance on the right ventricular (rv) lead. During the revision procedure, the rv lead was damaged by the laser extraction attempts. It was noted that the right atrial (ra) lead was also damaged at this time. During attempted laser extraction of the ra lead, further damage occurred. The rv lead was extracted via femoral vein with a snare. The ra lead was extracted during another attempt from the pectoral side. The patient lost approximately five hundred milliliters of blood. The ra and rv leads were replaced. No further patient complications have been reported as a result of this event.